Manufacturer narrative:
Unit has been returned to the company's repair center for evaluation.

Event description:
Customer reported an issue with the dpm 6 monitor, which may have affected patient monitoring. No patient injury was reported.